Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient wad admitted on (B)(6) 2023 for anemia and congestive heart failure (cfh) exacerbation. Hypothyroidism was diagnosed with the labwork performed upon admission. The patient also had possible depression. A g-scope showed no signs of bleeding, barrett's esophagus, and a polyp in the stomach. A polypectomy was performed. No source of bleeding was identified. A computed tomography angiography (cta) was planned.

Event description:
Additional information was received that the patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.